Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedance was unknown. The rep reported that suspected cause was damage to the lead wire; however, not visible to the eye. The steps taken to resolve the issue included running an impedance check on the lead with the ins battery. There was impedance as reported via phone on the entire lead. Prior to calling tech services, the rep reran the impedance check 3 times; moved the or lights out of the way and reran the impedance; it did not clear. The physician then used the screwdriver to unscrew the battery from the lead, dried the lead thoroughly with a sponge; she then attempted to reattach the battery to the lead but the set screw would not bite and the lead remained loose. We heard audible clicks, the dr. Applied more pressure into the set screw continuing to twist and click but the battery wouldn¿t click onto the lead without the lead pulling out. Because of the battery screw failure, we were forced to open the new battery. We attached the new battery on to the existing lead. There was no issue attaching the new battery to the original lead but when we ran impedances again, we had the same impeded readings on the entire lead. At this point we unscrewed the new battery from the lead, removed the original lead entirely and replaced this lead. We attached battery to the new lead. The battery attached without incident and when we ran the impedance check it came back clean with no electrodes above the 4000 range. Issue was resolved with replacement products.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2u2pr serial# implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis of the lead (lot # va2u2pr) revealed that no anomalies were found. Continuation of d10: product type lead product ID 978b128 lot# va2u2pr serial# implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was calling from the or during ins implant. Caller reported impedance >4k at electrode 0. Caller had already tried a different battery and now wondering if they should try a different lead as well. Caller confirmed the lead was sitting correctly in the header block and that it was torqued down appropriately confirmed by a gentle tug. Caller also confirmed the lead tip was wiped clean many times. An impedance test was done with ins in the pocket and showed the following values: ref 3 c 692ohms 2 1011ohms 1 1341ohms 0 4000ohms, ref 2 c 690ohms 3 1111ohms 1 1213ohms 0 4000ohms, ref 1 c 940ohms 3 1341ohms 2 1213ohms 0 4000ohms, and ref 0 c 3777ohms 3 2 1 all 4000ohms. Caller stated motor response was initially obtained at all 4 electrodes using j hook. Agent advised attempting another motor response test with the ins implanted, but caller declined. Caller stated they would just replace the lead altogether and abruptly ended the call. Agent was unable to collect sr information regarding faulty lead and battery.